Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject coil got stuck and detached in the microcatheter hub. There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information currently available, the exact cause for the reported event cannot be determined.

Event description:
It was reported that the subject coil got stuck and detached in the microcatheter hub. There were no clinical consequences to the patient due to the reported event.